Event description:
The ventilator delivered 5 cm h20 of peep when set to 0 cm h20. There was no pt injury, no alarms activated. The fse repaired the ventilator at the customer site. This report is the result of service report screening.